Manufacturer narrative:
The device was received for evaluation. A flow accuracy test was performed, and the results passed. The reported condition was not verified. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump under - infused during patient infusion in the intensive care unit. 500 ml bolus of lactated ringer's programmed on the pump as primary via secondary tubing and primary clamped at 1000 ml/h. The pump indicated 500 ml was delivered, but clearly 100 ml remained in the bag. The pump was reprogrammed to infuse the remaining volume. The patient does not receive the full bolus dose in a critical care setting in the ICU. There was no report of patient injury or medical intervention associated with this event. No additional information is available.